Event description:
Patient reported "lymphoma symptoms" on unknown side. Patient later reported "diagnosed with cutaneous t cell lymphoma, and they have enlarged lymph nodes.¿ device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged lymph nodes".